Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
Edwards received notification that a 26mm sapien 3 ultra case in aortic position by transfemoral approach. During the procedure, it was not possible to forward the commander system through the vessel and the system was kinked. There was difficulty while moving the commander upwards into the abdominal aorta. The kink was visually seen after the system was retrieved. It was suspected that the kinking happened while the physician tried to move the catheter towards the abdominal aorta. It was not possible to move the commander upwards. The kink was located at the tip of the balloon catheter and at the tip of the flex catheter. The system was removed and another commander ds was used. Moreover, the balloon of the ds was probably torn while the system was retrieved. As per the image received, the balloon was torn. There was no patient injury. The patient outcome was good. There were no more complications during the implant. As per medical opinion, the perceived root cause of the event was narrow vessel and calcification.

Manufacturer narrative:
The 26mm commander delivery system (ds) returned in default, locked, no flex, no fine adjust was used. The ds inserted through full loader assembly and sheath. Crack found on flex shaft near the handle, likely due to returned packaging condition. The inflation balloon/crimp balloon (ic) bond was torn. The balloon wing was exposed and bent. Two kinks, 2.75in and 3.75in from flex tip were found. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was able to be confirmed per evaluation of the returned device. However, the complaint of unable to track system through anatomy was unable to be confirmed. Per the evaluation of the complaint device manufacturing non conformances were not identified. A review of the device history records (DHR), and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. For the complaint of unable to track system through anatomy, as per the provided patient imagery, there was tortuosity and calcification present within the patients anatomy. Calcification and tortuosity can create challenging pathways for the delivery system to travel through. As such, it is possible that the tracking difficulty experienced by the user may have been attributed to the patients tortuosity. In attempts to bypass the reported difficulty, excessive manipulation may have been used to overcome the tortuous anatomy and led to the reported damage seen on the guidewire lumen. Available information suggest that procedural factors (excessive device manipulation) and patient factors (calcification and tortuosity) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. For the complaint of balloon torn, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in product risk assessment (pra). The potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in the pra. Tortuosity in the access vessel can create non coaxial withdrawal angles, resulting in the distal end of the delivery system, with crimped valve, to catching onto the sheath tip resulting in the balloon tearing. Available information suggests that procedural factors (non coaxial withdrawal) and patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies or manufacturing non conformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.